Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode (blacked out). The physician requested that the patient perform a remote interrogation for review. A boston scientific company representative assisted the patient with performing a remote interrogation. This product remains implanted and in service. No additional adverse patient effects were reported.